Event description:
Boston scientific received information that this pacemaker showed battery status of three years remaining. It was reported that approximately six months ago, the device showed a battery status of greater than five years remaining. A copy of device memory was submitted for analysis. Analysis of device memory revealed no resets or memory errors and was unable to determine what previous device settings were and therefore, unable to confirm battery longevity. No adverse patient effects were reported. Available information suggests that this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this pacemaker device was explanted due to normal battery depletion and replaced with a new device.